Event description:
Patient had a routine serum (B)(6), which was repeatedly (B)(6), with a strongly (B)(6) western blot. I had him return for repeat testing to make sure it was not an error with specimen mix-up. I did an oraquick test at the time. The oraquick was (B)(6). The repeat serum testing on the specimen the second visit was again strongly (B)(6). Date of use: (B)(6) 2013. Reason for use: screening/confirmation.